Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ sensi-disc¿ penicillin - 10 units the customer observed a performance issue involving failure to inhibit biological growth. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports the following: bd bbl sensi-disc #231321 penicillin discs, lot 1085651, failed to inhibit the growth of s. Epidermidis or m. Luteus."

Event description:
It was reported that while using bd bbl¿ sensi-disc¿ penicillin - 10 units the customer observed a performance issue involving failure to inhibit biological growth. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer reports the following: bd bbl sensi-disc #231321 penicillin discs, lot 1085651, failed to inhibit the growth of s. Epidermidis or m. Luteus."

Manufacturer narrative:
Investigation summary: a complaint investigation due to failure to inhibit the growth of s. Epidermidis or m. Luteus for penicillin catalog 231321 batch no.: 1085651 was performed on retention samples. Returned goods were not received from customer. The investigation required to perform bauer kirby test, visual inspection, and batch record review. Retention samples performed as expected. Refer to results below. No discrepancies observed during the visual inspection. Batch record review did not show any evidence of customer claim. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Complaint is not confirmed.